Event description:
Consumer via e-mail stated that their oral-b crossaction electric toothbrush head broke on the first use. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.